Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the customer via phone that while checking equipment, one vapr vue generator ((B)(4)) had a blank screen. The second vapr vue generator ((B)(4)) was stuck on ready mode. There was no case involved, therefore there was no patient involvement or delay. The customer could not provide any additional information. The devices are being returned.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated at the service and repair center. Operational and diagnostic analysis did not confirm the reported issue. The unit was evaluated, many attempts of testing and diagnostics were performed; no problem was found. Hence, this complaint cannot be confirmed. However, minor deficiencies were observed. The following activities were performed. Minor scratches were observed on unit top plate, no repairs needed the scratched fascia and base plate were replaced. The keypad membrane, graphic panel left, graphic panel right, and mitek badge were replaced during replacement of fascia. The dust cover and 4 mounting feet were replaced because they were missing unit's software was updated to the latest revision. The repair and testing of the unit was completed , bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).